Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus france (ofr). Ofr sent the subject device to a third party laboratory for microbiological testing. As a result of the testing, following microbes were detected from the sample collected from the subject device. All channels :coagulase negative staphylococci (1cfu/endoscope). Distal end : coagulase negative staphylococci (2cfu/endoscope). The testing result cleared the french guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. Omsc reviewed the manufacture history of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus was informed that as a result of routine microbiological testing by the user facility, the subject device tested positive for the microbes as follows. Distal end: micrococcus luteus, acinetobactor johnsonii and kocuria (total: 7cfu). All channels: microcossus luteus and moraxella osloensis (total: 3cfu). The device had been reprocessed with a non-olympus automated endoscope reprocessor wassenburg wd440, using peracetic acid. There was no report of infection associated with this report.